Event description:
It was reported that right atrial (ra) lead recorded low out of range pacing impedance measurements. Technical services (ts) reviewed the device data and noted continuous noise and oversensing on the ra channel that resulted in an inappropriate atrial tachy response (atr) mode switch. The plan is to continue monitoring the patient. This ra lead remains in service. No adverse patient effects were reported. Additional information was provided indicating that the lead was evaluated through an x-ray scan, and technical services (ts) discussed reprogramming options as the noise appeared to be related to arm movement. The representative will monitor the patient. No adverse patient effects were reported.

Event description:
It was reported that right atrial (ra) lead recorded low out of range pacing impedance measurements. Technical services (ts) reviewed the device data and noted continuous noise and oversensing on the ra channel that resulted in an inappropriate atrial tachy response (atr) mode switch. The plan is to continue monitoring the patient. This ra lead remains in service. No adverse patient effects were reported.